Manufacturer narrative:
A sample was not returned for analysis; therefore, the cause of the reaction could not be determined. The patient's medical history includes skin sensitivities and a history of allergy to tegaderm. The patient underwent dc chemotherapy for 4 cycles, with the fourth cycle completed five days prior to application of 3m¿ cavilon¿ advanced skin protectant. No other complaints of sensitivity/allergies have been received for lot 4205a. Solventum will continue to monitor.

Event description:
Skin rashes with redness, itchiness, swelling, and blisters developed at the application site of 3m¿ cavilon¿ advanced skin protectant. No skin preparations or other wound care products were applied prior to application. Skin redness and itchiness began two days later; the symptoms progressed into a skin rash with swelling and blisters due to a possible allergic reaction, described as a diffused pattern, about 30cm in length, extending from the axillary region around the anterior torso. Two discrete rashes, each measuring 3x3 cm, were located on both upper arms. The rash began to subside one week later and an unspecified topical steroid and piriton allergy tablets were prescribed. The rash still existed days later but subsided. Use was discontinued when the symptoms appeared.